Event description:
I received prk surgery. During the intake process, they very quickly went through the process of the surgery and documentation. They were supposed to show me a video, but the lady claimed their player was broken and that I didn't need to see the video. I'm learning that , that video explains the risks, and might be mandatory to show to potential patients. The coordinator who was running the intake, did not explain any of the permanent issues with the surgery, nor did she explain the real risks of it. She quickly rushed me through some paperwork, and when I asked about what the term "long-term complications" meant, she said that it meant that during the potential 6 months of recovery these symptoms could happen, but they would go away and not be permanent. What I was told: there might be some starbursts, glare, and dry eye that would be temporary. When I asked what "long term" meant on the document, they said it was for the potential 6 months of healing. Not permanent. What I ended up with that was not mentioned: ghosting and double vision - extreme amount of moving floaters, extreme glare, extreme starbursts; great loss in contrast and inability to see detail in shadow, constant eye strain, constant eye irritation, constant dry eye and the need for continually using drops everyday (a large expense and health risk to my eyes that was not warned about), constant vision static, light sensitivity. Accelerated cataracts (through surgery itself and the steroids and medications given), loss of options for cataract surgery and reduced chances of getting a good result on the limited options I have -greater chances of eye diseases (ectasia, keratoconus, cataracts, epiretinal membrane, pvds, etc). A need to wear sunglasses every time I'm in the sun because of the removal of my eyes natural uv protection (bowman's layer), loss of ability to see fine detail, loss of near vision, visual confusion (drunk vision), sun spots happen at a much lower threshold. The sidewalk can burn sunspots into my vision. Everything trails and smears much easier. All permanent, these issues are common for post prk patients, I was given no clue about the large majority of these complications, let alone that they were permanent and uncorrectable. They make it seem as if the itself has to go horribly wrong to get any sort of complications and that it never happens to begin with, but these are all common even if the surgery was "performed as expected". I barely saw the surgeon through this whole pre-surgery process. She would pop in for some quick diagnostics, and she never really did much explaining or investigation on if I was a good candidate. During my testing for pre-surgery, the doctor found a cataract in my right eye. She did not warn or advise on this issue at all. I was 36 at the time, and it is considered early for cataracts if you get them before the age of 60. This means I had a very unique and detrimental issue building, and she spent zero time explaining the impact or seriousness of this issue. At the time it was not impeding my vision at all, and I assumed that maybe cataracts were extremely slow growing, or that the process of removal was simple and easy. This conclusion and lack of worry was solely because of the doctor's nonchalant attitude towards it. I assumed she cared about the health of my eyes and vision. Now I know that prk itself and the drops and medications used in treatment cause, accelerate, and aggravate cataracts. This pushed the cataract into my vision and has set me up to need cataract surgery much sooner. I'm learning that surgeons are not warning patients about the problems with these surgeries, and the surgery in general is extremely destructive to eye health and vision. Thousands are being maimed, and their lives ruined, mine included, and it's being ignored. I'm now about to lose my career because I can't see well enough, I'm suicidal, and I've lost everything I enjoyed doing in life. This surgery is no safe in any regard.